Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated the cgm was displaying 120 mg/dl when he was feeling weak, clammy, tired, and hot. His wife took his blood pressure and it was fine, so his wife decided to bring him to the emergency department. They arrived at the ed at 6:30pm and the nurse took the bg and it was 55 mg/dl while the cgm was 120 mg/dl. The symptomatic hypoglycemia was treated with saline solution and IV drip. He also ate graham crackers and drank juice. Around 9:00pm, the bg by the nurse was 160 mg/dl while the cgm was 260 mg/dl. The patient was feeling fine at that time and he was allowed to go home at around 9:30pm. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.